Event description:
Purchased a "prestige medical a2 aneroid blood pressure unit black with neon stethoscope, neon yellow" from "(B)(4)" a seller on (B)(4). The item was described as latex free. Upon receipt, I immediately started to suffer from a latex reaction, rash on hands, burning sensation in mouth, difficulty breathing, asthma, within minutes the reaction moved to anaphylaxis and required the use of my epipen. My service dog hit on the bp cuff as the source of the nrl which caused my reaction. Injury, first aid received by non-medical professional. Website description states "includes a 6 inch x 9 inch color -matched nylon carrying case. Lifetime calibration warranty latex free. Standard inflation bulb and air release valve. Full accessory pouch for sprague-rappaport included. Product category: personal care. Explanation: returning/ refund via (B)(4).